Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that, with the patient present, about three different times over the past month, the patient's tremors returned, which the patient interpreted to mean their therapy had turned off by itself. When pss asked if the patient confirmed that therapy was definitely off when the tremors returned, the patient indicated they would recharge their ins when they felt tremors return. It was revealed at that point that the patient also received a new wireless recharger (wr) about a month ago. The agent suggested perhaps the patient was letting the charge deplete to 0%, thus prompting the return of tremors, so they suggested the patient increase the frequency of recharging sessions along with keeping a log if tremors did return while on the new recharging schedule. The rep reported in an effort to gather more device information attempted to generate a usage report but got a 'no data available' message. The caller confirmed the correct day and time was programmed into the tablet and that the interrogation they performed before calling ts was the first time they interrogated the device that day. Per the patient, the device was last interrogated by their managing hcp 3 days ago. The agent suggested the rep send in the data report and json file for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported after looking at data from the device, there were no episodes of the neurostimulator going below 0% during the times listed, and the cause wasn¿t determined. If the patient continued to experience return of symptoms because they thought the device had turned off, they should start a symptom log and collect any data at that time. The rep later stated the data issue had not resolved.